Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device failed to circulate. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the water circulated normally through the device. No blockages were found. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.